Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display and battery out limit. Customer's blood glucose at time of incident was 85 mg/dl. Customer is call back after receiving a new battery cap. Customer change the set and when came back had blank display and try 3 times no one work until one it did. Customer stated now alarm battery out limit alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer stated had 6 new batteries that he tried on the pump. Customer was advised that we are sending a replacement pump.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit, failed battery test alarms during our testing. The insulin pump passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.